Manufacturer narrative:
Additional information has been requested. At this time, no further information is available. This report will be updated should additional information become available.

Event description:
It was reported that the device battery had allegedly prematurely depleted. Additional information regarding product information and resolution have been requested, but not yet received.